Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter it was reportable by the customer that an adhesive-like translucent material was observed on the barrel of a syringe in the tray. Verbatim: rcc received a complaint via email. Email(s) attached. An adhesive-like translucent material was observed on the barrel of a syringe in the tray. Date discovered- 4-jan-24

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
1.how many products affected. To answer your question: ¿1.how many products affected?¿ ¿ only one (1) product had this specific defect.

Manufacturer narrative:
Our quality engineer inspected the 2 trays and 1 syringe submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the samples showed that there was cardboard and hair within the sample trays. A flaky substance was observed on the sample syringe returned. The substance underwent fourier-transform infrared spectroscopy (ftir) testing to determine the composition of the foreign object and the results did not come back conclusive. Bd determined that the cause of the failure in the sample trays was attributed to the manual handling process of the material during the packaging process. A retraining of the manufacturing personnel involved was performed. An exact root cause for the foreign matter present on the syringe could not be determined since the ftir testing was inconclusive. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.